Event description:
Event description boston scientific received information that this ventricular lead was surgically abandoned due to a confirmed lead fracture; found once the pocket was opened to investigate impedance measurements greater than 2500 ohms, intermittent capture and noise on the lead. An unsuccessful attempt was made to explant the lead. It was then surgically abandoned and replaced.